Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were not responding properly. The reporter stated that the keypad cover was intact and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found no cosmetic damages. The pump powered up to the verify screen with auditory and vibratory features. All the buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. The reported button issue was duplicated in the investigation. The cover of the bolus button was torn but the button responded to user presses. Unrelated to the button issue, it was observed that the verify screen was discolored and the battery compartment was cracked from the threads area to the base seal and moisture was evident inside the compartment. A leak test showed a leak where the crack was located. Pump casing was opened and no evidence of moisture intrusion found inside the pump.